Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant, falsely elevated sodium (na) patient sample test results were obtained on an advia chemistry xpt instrument. Customer stated that quality control (qc) was not affected and recovered ok on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: cse replaced multiple parts in the ion selective electrode (ise) module. Additional service required cleaning and alignment of the dpp (dilution pipetting probe) to improve the cv results. The potential cause of the discordant, falsely elevated na results includes a slow waste drain that was improved by cleaning and alignment. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely elevated sodium (na) results were obtained on a single patient sample on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The same patient sample was repeated on the same instrument resulting lower and as expected. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.